Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to polyethylene wear after approximately 25 years of implantation. The patient also experienced subsequent periprosthetic fractures of the femur, which may have contributed to the poly wear.

Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. This device is used for treatment. It was reported that the surgeon wanted to revise the patient¿s 25 year old articular surface because of wear. During the attempted procedure, the surgeon stated that the articular surface was not as worn as he suspected, and decided not to continue with the procedure. He said that there was no issue with the device. It was also noted that the patient had femoral fractures, as well as metal plates and screws throughout the right leg, which he believes may have contributed to articular surface wear. The date of the revision surgery is unknown, and no operative notes were provided. No more information is available at this time. A product issue cannot be identified with the given information.